Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while sleeping, the patient's infusion set's tubing came apart close to site location. The site was right abdomen and the pump was worn on the back. The infusions were stored in a basket in the bedroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.